Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source and the following citation was reviewed: lee dh, arat a, morsi h, jou ld, mawad me. Embolization of cerebral aneurysms with spherically shaped detachable microcoils (micrusphere microcoil system). A single centre experience. Interv neuroradiol. 2009 mar 31;15(1):29-36. Doi: 10.1177/159101990901500105. Epub 2009 apr 15. Pmid: (B)(4); pmcid: (B)(4). Date of deaths are not available. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Hematoma at site of entry, emboli, hemorrhage, ischemia, neurological deficits including stroke, and possibly death are listed as potential adverse events associated with the use of the micrusphere coils per its instructions for use (IFU). The article has not mentioned any device malfunction or performance issue during the use of the device. Given that all the patients in this study received the micrusphere coil/s, the relationship between the reported events and the device cannot be excluded. In addition, some of the events resulted to death or a permanent morbidity which may or may not involve a permanent impairment of a body structure or function of the patient, hence this event will be conservatively reported to the FDA as serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date.

Event description:
This complaint is from a literature source and the following citation was reviewed: lee dh, arat a, morsi h, jou ld, mawad me. Embolization of cerebral aneurysms with spherically shaped detachable microcoils (micrusphere microcoil system). A single centre experience. Interv neuroradiol. 2009 mar 31;15(1):29-36. Doi: 10.1177/159101990901500105. Epub 2009 apr 15. Pmid: (B)(4); pmcid: (B)(4). Objective and methods: the purpose of this study is to report the initial experience of using the concentric-filling technique using micrusphere 3d coils for the treatment of intracranial saccular aneurysms. 149 intracranial saccular aneurysms in 142 patients treated with micrusphere microcoils from mar 2005 to dec 2006 were included in this study. Patient age ranged between 23 to 87 years old and were predominantly female (83.8%). 54 patients had subarachnoid hemorrhage (sah). Majority of the rest presented with headache. 118 aneurysms were located in the anterior circulation and 31 were in the posterior circulation. All embolization procedures were performed in the angiography suite under general anesthesia. For elective procedures, aspirin, clopidogrel and plavix were started 5-10 days before the procedure if a stent is anticipated. For ruptured aneurysm, clopidogrel and aspirin were given before the stent-assisted embolization. All procedures were performed under systemic heparinization regardless of the aneurysm rupture. A stent or hyperform or hyperglide balloon-assisted embolization was performed in aneurysms with wide neck. The selection of coils was based on the physician's preference. No strict indication with the use of micrusphere coils. A 3d coil was used for the initial framing in every aneurysm. Successive smaller-size 3d coils were used in the filling phase of the embolization procedure. After detaching the 1st framing coil, successive 3d coils with one-step smaller diameters were deployed to fill the inner core space. Residual space which seemed not to fit for the 3d coils was filled with standard and/or soft helical coils. Several patients were treated with other detachable coils. Procedure-related complications were recorded and associated mortality and morbidity were analyzed on an aneurysm basis. Initial embolization results were evaluated using the raymon and roy classification. Coil-packing density was calculated. Follow-up clinical and angiographic examinations were obtained 6 mos after initial treatment. Clinical outcome was evaluated in terms of symptom recurrence. The most common procedure-related complication was acute thrombosis which occurred during or immediately after completion of embolization at the aneurysm-parent artery interface or within the stent lumen - 5 of which were in-stent thrombosis following insertion of neuroform stent. It was not believed by the authors that this was related to the use of a specific type of coil since it occurred almost 3 times more frequently in patients with ruptured aneurysms. Coil loop prolapse in 4 patients were also mentioned however it is not clear from the article what coils were involved in this event. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: micrusphere 3d coil other cerenovus devices that were also used in this study: helipaq coil, ultipaq coil non-cerenovus devices that were also used in this study: neuroform stent, hyperform balloon, hyperglide balloon, matrix coil adverse event(s) and provided interventions: qty (B)(4) = thromboembolism. 4 had transient symptoms with 1 patient noted to have experienced a transient ischemic attack and 1 had minor stroke. 1 patient died. 4 patients had permanent morbidity from the event. No treatment/ intervention or patient outcome (for the remaining patients) were mentioned. Qty (B)(4) = intraprocedural rupture of the aneurysm. No treatment/ intervention was listed for these patients. 1 patient died. 1 patient had permanent morbidity from the event. The other patient had no outcome mentioned. Qty (B)(4) = groin/ retroperitoneal hematoma. All these patients had transient symptoms. No treatment/ intervention was mentioned in the article. Qty (B)(4) = parent artery occlusion. No patient outcome, treatment or intervention was mentioned. Qty (B)(4) = cranial nerve palsy. 1 had transient symptom. 1 had permanent morbidity. No treatment/ intervention was provided in the article. Qty (B)(4) = rebleeding of the aneurysm. No other information (patient outcome, treatment, intervention) was provided.